Manufacturer narrative:
Event site name (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive maintenance, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Partly broken pim has been reported. There was no patient involvement reported.